Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The device was returned without any allegation of malfunction against it by the customer, however, defects were found with the device during service evaluation. It was found that the irrigation safety cover was broken and that an internal gear was worn. The damaged parts were replaced, worn fingers at the pressure adjusters were replaced as a part of preventive maintenance, a keyboard mask was added, and the device was tested and found to be working according to specifications. The broken safety cover is a result of user mishandling of the device, probably due to a fall during transport or storage. The worn gears and fingers on the pressure adjusters are a result of prolonged usage of the device over time. This serialized device (serial: (B)(4) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales representative via service request that the 4580 fms duo+ pump/shaver combo -ns unit has broken irrigation safety cover. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.